Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received several episodes of unanticipated therapy due to atrial flutter with 2-to-1 conduction. The physician detected the sudden onset had classified the rhythm as vt. The morphology template was updated and the issue was resolved by reprogramming. The device remains implanted and in service.